Event description:
Radiometer complaint reference: (B)(4). According to the complaint, on (B)(4) a sample was measured on the abl90 flex plus analyzer (serial number: (B)(6) and the following hemoglobin (cthb) results were obtained: 1) (B)(6) 2026, 19:10: 60g/l 2) (B)(6) 2026, 18:39: 105g/l (comparison result from the lab) another sample was also measured on(B)(6) 2026: 3) (B)(6) 2026, 14:42: 31g/l 4) (B)(6) 2026, 15:06: 138g/l (comparison result from another abl90 flex plus analyzer) 5) (B)(6) 2026, 15:13: 137g/l (comparison result) based on these, the customer had reported the 60g/l and 31g/l cthb measurements from the abl90 flex plus analyzer (serial number: (B)(6) as false low.